Event description:
Resident #4903 was being lifted up from the fall mat next to his bed when the extending arm of the lift started to bend. The lift has a 450 lb lifting capacity. The resident did not sustain any known injury. Dates of use: 2006 - 2008. Diagnosis or reason for use: resident unable to transfer per self.